Event description:
A report was received that the patient will undergo a pocket revision. Reason for pocket revision is unknown.

Manufacturer narrative:
Additional information was received that one of the patient's leads was broken that was near the ipg site. The patient underwent lead replacement due to lead fracture. The patient was reportedly doing well following the procedure. The patient will not undergo a pocket revision. Additional suspect medical device component involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a pocket revision. Reason for pocket revision is unknown.